Event description:
Reportable based on analysis completed on (B)(6) 2010. It was reported that during a percutaneous transluminal angioplasty (pta) treatment procedure, a cutting balloon rupture occurred. The target lesion was moderately tortuous and located in a shunt. The physician advanced the 4.0mm x 1.5cm flextome monorail cutting balloon. The balloon was inflated to an unspecified pressure and ruptured. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is good. However, analysis of the 4.0mm x 1.5cm flextome monorail cutting balloon revealed a balloon tear.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: a visual and microscopic examination of the flextome cutting balloon revealed the balloon had evidence of being inflated. An attempt was made to inflate the device to its rated burst pressure (rbp) however, a leak was noted. Microscopic examination of the balloon material identified a longitudinal tear 5mm in length, located 3mm proximal to the distal end of the blades. Examination also identified raised material at the leak area. No further damage was noted on the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).